Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found two devices out of their boxes. One of the devices has the suture off the needle, with both t anchors on the suture. The other device still has the t1/t2/suture on the needle. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, a fast fix failed. The t2 implant fell off from the meniscus, t1 was pulled out after the suture knot was tightened. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.